Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user swam with the ilet pump and the device screen became unresponsive afterward; attempts to recover functionality by charging did not resolve the issue, and a replacement device was issued while the user reverted to backup therapy and continued cgm use. Symptoms included no adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included continued insulin therapy via backup method without interruption and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction of the display consistent with liquid ingress or exposure beyond intended use conditions, affecting the pump user interface component. It was concluded, based on previously established findings for similar reports, that the cause was use-related damage due to exposure to water during swimming.